Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by a sales representative via email that ar-9107-02-15r univers vaultlock augmented glenoid pegs bent as it was being impacted. This issue was discovered during a procedure on (B)(6) 2026. No additional information was provided.